Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Data was provided for investigation. Confirmation of the complaint was not confirmed via data as the transmitter had been in use for 71 days and no end of life alert would be expected. The probable cause could not be determined via data. No injury or medical intervention was reported.